Event description:
Suture fraying. Customer reports suture fraying at the swage point. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
An investigation was conducted and corrective action initiated. Investigation concluded that the associate had received training but failed to perform to the correct quality standards. A two step preventive action was initiated. The associate was retrained on machine setup, identification of frayed suture defects and how to perform proper pull test values. Associates were placed on a five week in-process qa audit.